Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had rainbow effect on screen, random and unexplained no delivery alarms, motor grinding, buttons were harder to press and insulin pump was rejecting new batteries had scratched and indentions and cracks on the screen and screen was harder to read and backlight on the screen was dimmed. Blood glucose level of the customer was unknown. The insulin pump will not be returned for the analysis.